Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 02/16/2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 03/29/2017 with the following findings: during a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump. The battery cap contact dimensions measured within specifications. The pump power powered on with a blank display. The pump¿s audible tones and vibration features were functioning, indicating that there was power to the pump. Further testing was unable to be performed due to the blank display issue. The original complaint of an intermittent power issue was not able to be duplicated or confirmed during investigation. The pump case was removed; no damage was observed to power circuit. Unrelated to the complaint, there was evidence of moisture found on the main printed circuit board.